Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. According to the patient, on (B)(6) 2025, his cgm was giving him ¿normal¿ readings. However, after he took a bath, he started vomiting, was thirsty and passed out. The patient¿s girlfriend called 911 and when paramedics arrived his bg was checked and was 675 mg/dl while the cgm displayed high. Upon arrival at the hospital the patient¿s bg was checked and was readings 1200 mg/dl. The patient was treated with intravenous insulin and was released the following day (B)(6) 2025. There was no documentation of further medical evaluation or intervention. At the time of the report the patient is fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.